Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation as it remains in the paient. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of angina and stenosis are listed in xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience stent is filed under a separate medwatch report.

Event description:
It was reported that approximately six months ago (from (B)(6) 2017), the patient underwent a coronary stenting procedure, with implantation of an unknown number of xience stents. Per reported history, a coronary artery bypass graft (CABG) was recommended; however, the patient refused. A coronary stenting procedure was then performed, with implantation of approximately 70 mm of stents in the right coronary artery (rca). On (B)(6) 2017, the patient was re-hospitalized with angina and coronary angiography noted in-stent restenosis within the stents implanted in the rca. No intervention was performed as the lesion was totally occluded. No additional information was provided.